Event description:
It was reported that during the implant procedure the helix would not deploy. The physician was unable to advance the helix into the tissue. The lead was removed from the patient's body and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).